Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal was missing. The customer stated problem was not duplicated. Three different delivery accuracy tests were performed all of which were within the delivery accuracy manufacturing specification. No problems were found with the fluid accuracy delivery of the pump. No problem found with the device, no repair needed. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device failed accuracy by -7.35 percent during testing. There was no patient, or clinician injury associated with this occurrence.